Manufacturer narrative:
Device evaluation summary: the device returned with sheath and stylette partially loaded. It was not possible to remove them initially. The device was placed in a water bath, after which it was possible to remove the sheath and stylette. Blood was visible on the stylette, on the inside of the sheath, and on the stent after the sheath was removed. The tapered end of the sheath was torn, with the stylette protruding through. The sheath returned placed over the 24th stent wrap, on which deformation could be made out while the sheath was still covering it. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 24th and 27th distal stent wraps with struts raised. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity drug eluting stent was intended to be used during a procedure to treat a lesion in the mid rca, exhibiting mild tortuosity and mild calcification. No damage was noted to packaging. It is reported that stent deformation occurred in vivo during positioning/advancement. No patient injury reported. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.